Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, keyboard located in med d was not functioning properly. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to issue the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-sep-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual incident used in this incident, a field service engineer (fse) confirmed that the issue was resolved by the customer by hard reboot as some keys were not responding. Fse then verified the connections, identified no issues and confirmed that no further investigation was required. The system functioned as intended after the field service engineer investigated the device.